Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation of the emboshield nav 6 embolic protection system (eps), the tip of the guide wire separated during shaping. A new emboshield nav6 eps was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information, there is no indication that the reported difficult to prepare and material separation is related to a product quality issue with respect to the design, manufacture, or labeling of the device. In this case, based on the reported information, it is likely that the tip separation occurred due to inadvertent mishandling while shaping the tip. Correction: d9 - device available for evaluation: updated from yes to no.